Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified left external iliac artery. A 8.0 x40, 75cm charger¿ balloon catheter was selected to dilate the lesion. Upon first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The whole system was retrieved out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.